Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited right ventricular (rv) lead loss of capture. It was noted while trying to program this device into magnetic resonance imaging (MRI) protection mode both leads were unipolar, subsequently when switch to bipolar the loss of capture was noted. Atrial fibrillation (af) with complete heart block was also noted on this patient. Technical services (ts) stated that this device was not programmed into MRI protection mode. This lead remains in service. No adverse patient effects were reported.